Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 10 units of air prior to injecting 400 units of insulin. The customer was able to load a second cartridge successfully. The customer's blood glucose (bg) level was 220 mg/dl. A follow up with the customer indicated that their bg level was under control.